Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of 6f/7f mynxgrip vascular closure device (vcd) was stuck in the device and was not properly deployed on the vessel wall. Therefore, hemostasis was achieved by manual compression. No injury caused by the failure was found. There was no reported patient injury. The operator was trained to the mynxgrip device. The device was opened in sterile field. The device will be returned for evaluation.

Manufacturer narrative:
During use, the sealant of 6f/7f mynxgrip vascular closure device (vcd) was stuck in the device and was not properly deployed on the vessel wall. There was no reported patient injury. Therefore, hemostasis was achieved by manual compression. The operator was trained to the mynxgrip device. The device was opened in sterile field. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the green shuttle was disengaged from the black handle. The stop cock was in open position. The sealant and the advancer tube were found in the outer cartridge tubing. It was reported that ¿the sealant of 6f/7f mynxgrip vascular closure device (vcd) was stuck in the device and was not properly deployed on the vessel wall.¿ however, it was noted that there was no blood observed on the sealant grip tip, nor on the device, and that the sealant sleeve was observed to have remained in the manufacturing position, which indicated that the device may have not been inserted into an existing procedure sheath during the procedure. The condition of the returned device does not match the complaint description. The procedural sheath and the syringe were not returned with the device. Per functional analysis, a simulated deployment test was attempted, but the shuttle was jammed on the catheter and could not be retracted to the handle during device failure investigation. It was revealed that the sealant grip tip was exposed to moisture, and adhered to the device components, and prevented the shuttle from being retracted to the black handle. The outer cartridge tubing was cut to release the shuttle hub. The shuttle hub was retracted to the black handle, and the advancer tube was found properly engaged to the proximal tamp lock as received, which matched the intended use. The returned device performed as intended per the mynxgrip instructions for use (IFU). Per dimensional analysis, the advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. Per microscopic analysis, there was no damage to the tamp locks that may have prevented the advancer tube from engaging during the procedure. A product history record (phr) review of lot f1924901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to shuttle completely, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use which is not intended as a mitigation of risk, users are instructed to ¿insert the mynxgrip into the procedural sheath up to the white shaft marker. Inflate the balloon until the black marker is fully visible on the inflation indicator¿. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant of 6f/7f mynxgrip vascular closure device (vcd) was stuck in the device and was not properly deployed on the vessel wall. Therefore, hemostasis was achieved by manual compression. No injury caused by the failure was found. There was no reported patient injury. The operator was trained to the mynxgrip device. The device was opened in sterile field. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the green shuttle was displaced from the black handle and the stop cock was open. The sealant sleeves remained in the manufacturing position. The advancer tube and the sealant were observed to have remained in the manufacturing position. The shuttle cartridge was inspected for damages, and several kinks were observed. The procedural sheath and the syringe were not returned with the device. Per microscopic analysis, the black shuttle tube was kinked in various places. However, it is unknown if the kinks in the shuttle of the returned device were caused during the procedure or due to improperly packaging for returning. The sealant and the advancer tube remained in the manufacturing position as received. The distance between tamp locks was measured and it was within specification. Per functional analysis, the simulated deployment test was attempted, but the shuttle was jammed on the catheter and could not be retracted to the handle during investigation. In order to check the point of obstruction, the shuttle tube was cut at one of the kinks near the shuttle handle. This released the advancer tube, and the shuttle could be retracted back to the handle. The sealant and advancer tube remained in the kinked shuttle tube. Per dimensional analysis, the distance between the proximal and distal tamp locks were measured and noted to be within specification. A product history review (phr) of lot f1924901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment- unable¿ was confirmed during analysis of the returned device. Secondary kinks were also found during product analysis. The exact cause of the reported event could not be conclusively determined. Handling factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed to remove the balloon catheter from the tray by holding the green/grey shuttle and pulling the device out from the protective tubing. If the device was grabbed by the catheter handle instead of the green shuttle when being removed from the packaging, the shuttle could be detached from the black handle exposing the sealant prematurely and causing obstruction. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.